Event description:
Vaginal necrotic mass(necrosis). Particles of tampon remained inside after it was removed, physicians could not remove with exam-vagina (foreign body). Blisters-vagina (vaginal mucosal blistering). Seemed like tissue had grown around a piece of tampon-vagina (vaginal disorder). Foul smell, bad odor private area after use of tampon vaginal (vaginal odor). Abdominal pain (abdominal pain). Pieces of tampon still remained inside for 5 or 6 days -over recommended 8 hours (device misuse). Tampon fell apart inside, particles of tampon remained (device breakage). Case description: a consumer reported that they, a female (B)(6) at the time of the events, used tampax pearl tampon, absorbency/scent unk tampon wearing every 2 to 3 hours, 4 hours at most depending on her menstrual flow with last known use on (B)(6) 2012 and reported the following: bad vaginal odor, foul smell in private area after use of tampon, abdominal pain both symptoms beginning (B)(6) 2012. On (B)(6) 2012 the consumer visited her regular physician as she thought she had a yeast infection. Upon examination her physician stated the tampon fell apart (device breakage) and pieces, particles of the tampon remained inside after the tampon was removed, greater than 8 hours (device use beyond labelled duration). Her physician tried but could not remove the pieces of tampon and referred her to a gynecologist to have them removed. The gynecologist again examined the consumer and was also unable to remove the pieces. The gynecologist stated it seemed like tissue had grown around a piece of tampon in the vagina and looked like blisters in her vagina. The gynecologist felt the consumer needed to have surgery immediately and sent her to the emergency room. The consumer was seen in the emergency room where the physician's confirmed the problem was a tampon. The consumer had surgery on (B)(6) 2012 and a vaginal necrotic mass was removed and "2 walls on her cervix were removed". The consumer was admitted to the hospital for 2 days. Treatment: antibiotics, pain medication, and surgery. The cause outcome was recovered. Exact product taken previously: yes, all the time, normally wear the regular ones. The consumer discontinued use of the product as her physician "banned" her use of tampons. The consumer reported she was off work for about 2 months. No further information was provided.

Manufacturer narrative:
On (B)(4) 2014 requested remaining 3 product samples return to the manufacturer, consumer was unable to see the lot code imprinted on the tampon wrappers therefor unable to obtain lot check or batch retains.